Event description:
It was reported that the customer was receiving. No delivery alarms on her insulin pump. At the time of reporting her blood glucose was unknown; however, on (B)(6) 2014 she went to the emergency room with a blood glucose level over 600 mg/dl. She was stabilized at the hospital and resumed using her pump. No equipment is being returned. No additional information was reported.

Manufacturer narrative:
Currently, is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.